Event description:
It was reported by the patient that she underwent a sling procedure in (B)(6) 2011. The patient stated that from the first day after the procedure, she knew there was something wrong. The patient could not urinate and had to self catheterise for five days. Three days after the procedure, the patient underwent another procedure to loosen the mesh. Following that procedure, the patient stated that the mesh began to constrict along the length and tightened every day. The patient stated the mesh also cut sideways and that her body tried to remove it. The patient had excruciating and debilitating pain and could not walk properly. The mesh was removed in (B)(6) 2011. A year later, the patient developed a seroma, which she stated was the result of the sling removal and may need another procedure. The patient experienced neurological symptoms which are lessening after a year. The patient was prescribed medication which made her feel unwell. The patient was seen by her physician last month and her urinary problem was described as mild. Additional information has been requested.

Manufacturer narrative:
(B)(4) - unspecified urinary problem. Pain occured. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). Additional narrative: initially, the patient did not seek help for her urinary symptoms. She had a bowel prolapse caused by her perineal body muscle splitting in half. The patient was sent for urodynamic tests which revealed that she had issues with urinary incontinence. Concomitantly, the patient underwent a posterior repair and perineal body repair during the same procedure as the implantation of the sling. The patient stated that after the catheter was removed on day two, she could not urinate at all. The sling was readjusted on day three post op, but the patient still couldn't urinate. She went home about day seven with self catheterization kits. The sling was removed on (B)(6) 2011. The seroma was detected by the patient about six weeks after the removal operation. The seroma was located on the right mons pubis area midway between midline and groin. The patient described her neurological symptoms as a sharp nerve pain down her left leg from her groin to her toes and tingling and numbness in her fingers. The patient reported she still has the finger symptoms but the leg symptoms disappeared immediately on removal. Currently, the patient is due to have a final consultation with her surgeon soon to discuss the seroma. Her stress incontinence symptoms are the same as before the operation.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 03/13/2019. Additional information was received: I am still struggling with the effects of the tape insertion and removal to this day, 7 years later. I had a repair to the muscle in my groin caused by the tape insertion as I had a large hole, filled with a seroma. This was repaired with a bessini technique with a 'turner slide stitch'. One of the end knots sits on my pelvic bone and causes a huge amount of pain. I have a large fist shaped patch of complete numbness inside and going down my leg, many years on.